Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Testing of the actual device was not performed. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during inspection prior to a diagnostic endoscopy procedure, the power of the 4k uhd lcd monitor went out. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.